Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#3006705815-2018-01495; reference MFR. Report# 1627487-2018-06041. It was reported the patient's ipg was unable to be set into MRI mode. The patient underwent surgical intervention on (B)(6) 2018 wherein the leads were found to be out of the ipg header. The leads were reinserted in to the ipg header which resolved the issue. Intraoperative diagnostics revealed normal impedances on the leads.